Event description:
The customer reported a false positive for flur b during sample testing. They repeated the samples with a CT value of over 37 using another reference kit and the results indicated negative. The lab did not report the results. A voluntary recall has been performed related to the reported lot.

Manufacturer narrative:
The investigation of the simplexa flu a/b and rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positives (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. (B)(4). These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).